Manufacturer narrative:
The reported event is inconclusive since the device was not returned for evaluation. A potential root cause identified was "incorrectly sharpened dies". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the eyelets were too small and not "polished" causing bleeding.